Event description:
Additional information stated the overdischarge was ¿confirmed¿ and was the second for the patient. It was noted the physician mode recharge (pmr) ¿did not successfully reset the device.¿ it was reiterated that the patient was advised to replace their ins with a non-rechargeable device. There were no symptoms or complications associated with the event.

Event description:
It was further reported interventions had been taken after the second overdischarge and a device replacement surgery had been scheduled. It was stated the patient¿s ins was replaced with a non-rechargeable device.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged. A physician recharge mode (prm) was initiated. No patient symptoms were reported related to the event and no patient injury was reported. It was further reported that the physician mode reset was not successful and the patient was not receiving therapy. The physician was currently seeking an authorization to replace current stimulator to a non rechargeable stimulator due to a lack of patient compliance. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was further reported the patient had received a replacement to a non-rechargeable device and was receiving effective therapy.

Manufacturer narrative:
(B)(4).